Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately high compared to another device. The reporter was unable to provide blood glucose readings for either device. Based on statistical methodology, the calculated difference of these glucose result may not have met lifescan's criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.